Event description:
Additional information was received from a physician via psr (product surveillance registry). The concomitant drugs the patient was taking at the time of the event ((B)(6) 2016) were vicodin and gabapentin. The patient's relevant medical history included multiple sclerosis.

Event description:
Additional information was received from the health care provider (hcp) via a product surveillance registry. The pump was to be returned so the device manufacturer could determine if there was damage or not. They knew the pump flipped but could not tell why.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving compounded baclofen (500.0 mcg/ml at 250.03 mcg/day; lot # unknown) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016, examination at the time of the pump refill found that the pump had flipped in the pocket. Mocha colored fluid was aspirated from the pocket; it was negative for infection. Catheter damage was suspected. On (B)(6) 2016, the entire system was replaced. The outcome was reported as "resolved without sequelae (B)(6) 2016". The device diagnosis was "pump inversion". The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.